Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer resumed insulin delivery without troubleshooting the cause of the alarm. Ultimately, the customer changed the cartridge, infusion set tubing, and site and no further occlusion alarms occurred. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.